Manufacturer narrative:
Returned product consisted of the watchman access system (was) with the related device wds loaded into the sheath. The device was bloody and the valve was fully open. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath located 5 mm and 51 cm from the hub of the device, and tip damage (dented). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01932. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed. However, the closure device landed too deep so they attempted a partial recapture which was not successful. Full recapture was noted to be very difficult. Several attempts were made to recapture and the anchors of the implant went through the sheath. However, the device was contained within the system when it was removed from the patient. The procedure was completed with another wds and was. There were no patient complications reported. The patient¿s condition is stable.